Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three months following the valve-in-valve implant of this transcatheter bioprosthetic valve, the patient was symptomatic and an echocardiogram showed severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon and a 29 mm non-medtronic valve was implanted but did not reduce the leak. Subsequently, a vascular plug was inserted in the jet reducing the pvl. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.